Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. Analysis revealed the thermocouple circuit failed to open and there was a visual finding of blood. The analyst noted there were no anomalies observed during x-ray analysis of the ep catheter distal and proximal ends. X-rayphotos were taken alongside a demo rf contactr 7fr to provide a comparison.

Event description:
It was reported that an ablation procedure was started using the catheter in question, however the intracardiac potential for the ablation electrodes was not displayed. The cable connections were tested, however the problem persisted. The physician elected to removed the catheter and complete the procedure without any further issues using a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned and analyzed. Analysis revealed the thermocouple circuit failed to open and there was a visual finding of blood. (B)(4).